Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a rotapro device. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. The sheath was torn 1.1cm from the strain relief. There was sheath wear and the sheath was kinked at the strain relief. The coil was not visible from the distal end of the detached sheath, the handshake connection and coil were pulled out of the burr catheter during analysis. The coil was stretched and kinked and broken 9cm from the distal end of the handshake connection. The detached coil and sheath were received separated from the device. The detached burr/coil was received, the coil was detached 4mm from the burr. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil was severely stretched. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities. E1. Initial reporter city: (B)(6).

Event description:
It was reported that the burr became stuck in the lesion and the burr detached. A 1.50mm rotapro was selected for percutaneous transluminal coronary rotational atherectomy (ptcra) procedure of the proximal and mid left anterior descending artery (lad). The (B)(4) stenosed target lesion was 10mmx1.5mm. During the procedure, rotapro was advanced through a 7f guide into moderately tortuous and severely calcified lad. Two ablation runs were completed with speeds 175,000rpm for 15 seconds each. The first ablation rotation speed down at 0rpm and the second ablation down at 5000rpm. Ablation was performed by the rotational burr being moved forward and backward all the time without staying one place. The burr did not come into contact with the spring tip of the rotawire. After the second ablation was performed, ablation for the calcified segment was not enough and the burr became stuck in the lesion. The device was attempted to be removed using a balloon. However, the burr and wire became detached when the physician tried to release the entrapped devices with the balloon. The wire was noted to be stretched. Surgical thoracotomy was performed to remove the entrapped device and detached components. There was no fragment left inside the patient and no further patient complications reported.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the burr became stuck in the lesion and the burr detached. A 1.50mm rotapro was selected for percutaneous transluminal coronary rotational atherectomy (ptcra) procedure of the proximal and mid left anterior descending artery (lad). The 90% stenosed target lesion was 10mmx1.5mm. During the procedure, rotapro was advanced through a 7f guide into moderately tortuous and severely calcified lad. Two ablation runs were completed with speeds 175,000rpm for 15 seconds each. The first ablation rotation speed down at 0rpm and the second ablation down at 5000rpm. Ablation was performed by the rotational burr being moved forward and backward all the time without staying one place. The burr did not come into contact with the spring tip of the rotawire. After the second ablation was performed, ablation for the calcified segment was not enough and the burr became stuck in the lesion. The device was attempted to be removed using a balloon. However, the burr and wire became detached when the physician tried to release the entrapped devices with the balloon. The wire was noted to be stretched. Surgical thoracotomy was performed to remove the entrapped device and detached components. There was no fragment left inside the patient and no further patient complications reported.